Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was suspected that the issue was caused by a cabling connection issue as the cables were reconnected during the system checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the system was used successfully in the morning, but when restarted the monitor did not show an image. The customer tried several restarts. There was a 30 minute delay. Navigation was aborted and there was no reported impact to patient outcome.